Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50 mm wolverine coronary cutting balloon was used to dilate the target lesion and at 12 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. There were no patient complications and the patient status was good.